Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient fell the day of the report and the implantable neurostimulator (ins) was shocking her. When the patient fell, she thought she possibly hit the area where her ins was. The patient was having an increase in vomiting symptoms and shocking in her epigastrium area about once per minute. She wanted to get the device turned off. Prior to the fall, the device was working fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-22069 for information regarding a previous fall and shocking event that the patient experienced.